Event description:
It was reported that, the physician requested a confirmation of the appropriate therapy delivered from the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode to this patient during the last year. Additionally, during the automatic setup none of the vectors were successful. Upon reviewed, the technical services (ts) indicated that the s-ICD delivered inappropriate therapy in multiple occasions due to sense b node oversensing or a possible under insertion. The patient was recently implanted with a left ventricular assist device (lvad) that has been oversensed, also leading to inappropriate shock. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.